Event description:
On (B)(6) 2010, the patient reported e10 (cartridge) error was displayed on the infusion device while attempting to change the insulin cartridge. He attempted to perform the cartridge change procedure again and e10 recurred. The battery had been in use for 2-3 weeks and the patient inserted a new battery. The patient attempted to change the insulin cartridge again and e10 was displayed. He stated the piston rod of the infusion device sounded "distressed" and he stated it appeared to be bent. The patient stated he would switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.